Event description:
Gastric feeding tube closure cap broke off tube. Another cap was placed over gastric tube and taped in place to close device - replacement cap came off and gastric contents leaked on to skin. Partial thickness burn-like injury to bilateral arms and abdomen.